Event description:
The control pendant for the linear accelerator couch was being utilized by a radiation therapist with a pt on the treatment couch. The couch was being steered in a vertical direction at which time the thumb wheel on the control pendant stuck in the upward position. The treatment couch continued to ascend and the therapist was unable to stop the couch ascent with the pendant controls. An emergency off button was engaged, which then stopped the ascent of the treatment couch. A battery control pendant was then utilized to accomplish a descent of the treatment couch and the pt left the room without having experienced physical contact with the treatment machine and, therefore, there was no pt injury. The incident was reported to the vendor. This problem had not recurred subsequently.